Manufacturer narrative:
Investigation: lot number(s): hcg3020055, expiration date(s): 01/2015. Control: 25mu/ml hcg urine lot: hcg121226-03, 100miu/ml hcg urine lot: hcg130130-01. Summary of results: the retention devices met qc specification. Detail as below: the 25miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=29). The 100miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). Probable root cause: commonly, urine hcg levels are approx half of serum hcg levels, and urine sample is more likely influenced by many factors (such as take in too much water or renal dysfunction) which will dilute the urine sample and make urine hcg level much lower than serum hcg level. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff and middle hcg urine controls. All results met qc specifications and were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. To date, one complaint has been reported against this lot. This issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg results on the innovacon hcg urine vs two positive unspecified home pregnancy tests on one pt. The pt returned the following day and tested with a first morning urine sample. The innovacon hcg test was negative. A serum test resulted in a 378 miu/ml result. There was no reported adverse pt sequelae. There was no additional information provided.